Manufacturer narrative:
Exact date unknown, event occurred a few years the date the manufacturer became aware of the event. Explanted date: few years ago. Additional suspect medical device components involved in the event: product family: linear st lead kit 50 cm, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 17480670/17941982.

Event description:
It was reported that the patient underwent an explant procedure for an unknown reason. All explanted device components will not be returned. No further information has been obtained despite good faith efforts.